Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H11: additional narrative. Zimvie received one (1) tsvtb11, (imp, tsv, 3.7, 11.5, mtx, mg) for evaluation. A visual evaluation was performed; the implant shows signs of use. Dried blood observed on its external threads. No packaging material or vials were returned for assessment. The event is non-verifiable as the condition of the implant / packaging when received by the customer is unknown / non-verifiable. DHR review was completed for the subject lot number 1286267. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1286267 for similar events and 1 other relevant complaint(s) was identified. Review completed utilizing keywords: ¿dental : packaging : damaged or un-sealed sterile barrier¿ based on the investigation and risk management file review, the most likely root cause determined was mishandling of packaging outside of zimvie controls. Therefore, based on the available information, a packaging malfunction could not be verified. The implant¿s packaging was not returned for evaluation. However, the reported event/coob was non-verifiable since the condition of the product/packaging received by the customer was unknown. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age at time of the event unknown / not provided. A4: patient weight unknown / not provided. D10. Concomitant medical products. Catalog # tsvtb11, brand name: imp,tsv,3.7,11.5,mtx,mg, lot 1286267.

Event description:
It was reported that the lid of the implant¿s inner tube had been screwed on crookedly and was not sterile. It was confirmed that the procedure was completed.